Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown ob-gyn surgery, 4-0pds was used for buried sutures. There were no problems when a scrub nurse attached the needle to the needle holder and handed it to the doctor. The suture was broken even though no applying force when tying and the doctor applied the needle. It was not a control release needle. Another product was used to complete the case. The customer requested to conduct the suture pulling test. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please clarify, when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. It was reported quantity of product involved 2. Please clarify how many devices demonstrated the alleged deficiency? 2 please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and a suture piece were received for analysis. Product code z513g. During visual inspection of the returned sample, one end of the suture piece was noted to be cut likely caused by a surgical instrument. Additionally, crimping marks were observed on the surface of the suture. The other section was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.